Event description:
Per report received by france, it was a case of an implant of a 26mm sapien 3 ultra valve in aortic position. During the procedure, at the end of valve deployment, the balloon burst causing moderate difficulties in recovering the material. There were no consequences for the patient.

Manufacturer narrative:
Investigation is ongoing. H3 other text : discarded.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h11 has been updated. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. "Balloon burst" the complaint for "balloon burst" was unable to be confirmed as no imagery or device was provided. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. While the prescribed nominal inflation volume is provided in the IFU, it is possible that extra inflation volume was used (over-inflation), subjecting the balloon to pressures high enough to cause the balloon to burst. However, due to insufficient information provided, a definite root cause was unable to be determined. "Difficulty or inability to withdraw system through vasculature" the complaint for "difficulty or inability to withdraw system through vasculature" was unable to be confirmed as no imagery or device was provided. As the balloon was burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip or patient vasculature, which would have then led to the experienced retrieval difficulty. However, due to insufficient information provided, a definite root cause was unable to be determined. A technical summary applies to this complaint event and establishes, through extensive complaint investigations, that balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have been due to calcification in the landing zone or over-inflation of the balloon. In addition, the ruptured balloon profile may lead to withdrawal difficulty and/or component separation if excessive device manipulation is applied. Therefore, it is likely that these patient/procedural factors may have caused or contributed to the burst balloon during valve deployment. Review of the IFU and training materials is detailed in the technical summary and continues to provide adequate instructions on device use, risks, and precautions. In addition, review of manufacturing mitigations is captured in the technical summary, which are still in place. With no unique issues or concerns raised with this complaint, this event will be included in ongoing monitoring and trending with no pra or CAPA required at this time.